Event description:
The pt was admitted for a procedure in 2008. It was noted that the balloon of a palmaz genesis opta pro stent would not inflate. The physician tried to remove it from the pt, but was unsuccessful. A stent had been previously placed without any complications; this stent was contracted to 1cm because of the efforts to remove the other stents. The stent that was initially placed and the other completed stent delivery system were removed during surgery. Two other stents were successfully placed. The pt is in stable condition.

Manufacturer narrative:
The complaint received states the sds balloon of the palmaz genesis opta pro stent system would not inflate during an interventional procedure. There was no info available regarding the pt demographics, vessel/lesion characteristics or target lesion location. A first stent was implanted without reported difficulty. The complaint product was delivered to the lesion; however the sds balloon would not inflate. When the physician attempted to remove the device by withdrawing it back through the previously implanted stent, there was withdrawal difficulty. The implanted stent was deformed during the efforts to remove the complaint product. Both the complaint product and the implanted stent were removed with surgical intervention. Info received indicates the lesion was eventually successfully stented with two other stents. The complaint device was not available for analysis. A review of the device history records associated with final lot and subassembly presented no issues during the mfg process that can be related to the reported complaint. The complaint of sds balloon failure to inflate could not be confirmed secondary to the device being unavailable for analysis. There is no evidence to suggest there were any mfg issues that contributed to the reported event. The IFU (instructions for use) recommends the sequence of stent placement from distal to proximal, thus decreasing the possibility of device interaction. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling.